Manufacturer narrative:
B4:18aug2021. H11: patient information: it is unknown if there was no patient involvement and no patient harm or injury was reported. H10 the service engineer who went onsite failed to correctly connect the speaker to the newly installed board. It is determined that this was a user error and not a malfunction of the device.

Event description:
It was reported to philips that the v60 speaker connected to the power management board was disconnected after a recent replacement of the pm board. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated the issue was resolved reconnecting speaker. The device remains at the customer site.